Event description:
During a call received by the (B)(6) technical service representative on (B)(6) 2010: the caregiver stated that home patient has peritonitis and last filled with a manual supply bag that contained medicine. A follow up call was placed to the facility nurse who provided additional information related to the event of peritonitis. The patient was diagnosed with unspecified peritonitis on (B)(6) 2010. The patient was not hospitalized. The effluent was analyzed on (B)(6) 2010. A cell count and gram stain were also analyzed. The cell count noted leucocytes of 2080 and the gram stain indicated many white blood cells (wbc) but no organism was seen. The effluent culture showed no growth. The patient was treated with unknown antibiotics. Reportedly, the peritonitis was a result of a break in aseptic technique and the patient has been retrained. The patient has recovered from the event of peritonitis. The nurse indicated that the peritonitis was not a result of the baxter solutions or the devices.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation was performed.